Event description:
It was reported that prior to starting a da vinci si prostatectomy procedure a monopolar curved scissors instrument was not recognized. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was placed on our in house system and driven. Recognition and engagement passed. Additional observation not reported was the instrument flush tube was kinked. The housing was removed to find the flush tube kinked between the clamping pullies near the idler block. The instrument main tube had deep scratches/gouges showing light material removal. Failure analysis concluded the damage was likely due to mishandling / misuse. The tube reinforcement ring had a slight indentation around the edge. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.